Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, the following case has been opened in salesforce and marked as a complaint or product discrepancy. Please review the following details and click the link below to review the case itself. (B)(4). Case description: biomed need assistance on 8100 sn (B)(4) having issue error check IV set. Biomed already replaced pressure sensor and ail assembly but error check IV set still continue to show up. Need recommendation on how to correct the check IV set error. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I assisted biomed with his 8100 sn (B)(4) having an issue on error check IV set. Since biomed already tried replacing the pressure sensor and ail assembly, I told biomed that more likely the logic board is faulty. I gave him the option to replaced the logic himself or send it in for repair at level 1. Biomed would consider sending it in. He need to get a po and will call back to request for an RMA#.